Event description:
Ventricular lead implanted in 1992. During generator change-out in 2000, ventricular lead impedance noted to be greater than 999 ohms and resistance greater than 2500 ohms. Lead capped off.